Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to fire. The procedure was completed with no reported injury. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of failed clip test to be related to the customer reported complaint. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. The root cause is not determinable/applicable. Additional finding not reported by site was also identified: the medium-large clip applier instrument was found to have a loose grip cable at the proximal end. The root cause of the loose instrument grip cables is attributed to the component failure. No image or video was available for review. A review of the instrument logs for the medium large clip applier (part number 470327-12/lot number n101912090145) associated with this event has been performed. Per the review, the medium large clip applier instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 22 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2. Product evaluation information can be found in the following fields: h6 and h10. Failure analysis confirmed the tension on the grip cables on the proximal end was looser than normal. The medium-large clip applier instrument was placed on an in-house system and the clip application was retested. It was observed that the grip cables were additionally loose on the distal end. The clip test failed as a result of the loose grip cable. The loose grip cable would prevent the grips from applying the clip with the full amount of force. The root cause of the failures is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.